Event description:
Erbe nessy disposable split ring grounding pad was used with the cosman g4 generator without consideration of the info provided to the user in the official cosman g4 generator user's guide, which states that a specific cosman grounding pad or equivalent must be used. The physical features and dimensions of the grounding pad that should be used are provided ot the hosp in the user's guide. (B)(6) hospital, experienced an incident where a male pt in his (B)(6) received a third degree burn at the location of the grounding pad during a monopolar rf lumber ablation. The burn was discovered at the end of the case. The plate was positioned on the upper back thigh region. The hosp identified that they did not use the cosman med grounding pads or an equivalent as identified in the cosman med g4 generator's user manual. The nurse and treating physician both commented that the voltage was higher than normal to achieve the required temp. This was most likely related to the incompatibility of the grounding pad. Data have been exported from the g4, file geelong private 2 and it has been examined by the MFR.

Manufacturer narrative:
The g4 procedure record provides a detailed record of the g4 generator outputs and meter readings for each radiofrequency procedure. The g4 procedure record from (B)(6) was analyzed by cosman engineers and it was confirmed the g4 functioned without any error. All g4 outputs were maintained within prescribed limits on (B)(6). According to photographs supplied by lifehealthcare, the erbe nessy disposable split ring grounding pad was used for the incident in question .